Manufacturer narrative:
The pump was received with blank display due to corroded battery cap contact. The pump was tested with a new battery cap. All operating currents are within specification. There was no unexpected battery out limit or blank display noted. The pump passed functional test including displacement test, rewind, and basic occlusion, occlusion, prime and excessive no delivery alarm test. The pump functioned properly. Corroded battery tube noted during visual inspection. The pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had battery out limit alarm. The customer states the pump had blank display. The customer's blood glucose level at the time of incident was 201mg/dl. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.